Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not verified through a review of the event history log and reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was determined to within specification in relation to the reported problem and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.